Event description:
It was reported that the event occurred in the intensive care unit. The intra-aortic balloon (iab) was inserted through a sheath and into the patient's right femoralis. The rn told the sales rep that the iab was defective. At this time, there is no more info about the details of the event. There was no pt death or injury. A new iab was inserted without problems.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.